Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer used a sensor which did not have a needle. Customer's blood glucose was 199 mg/dl. Customer stated that the sensor will be returned for analysis and will be replaced by another sensor. Customer has returned both sensors to the hospital.